Manufacturer narrative:
Date rec'd by MFR: 11apr2019. MFR site: correction. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The fse performed air flow and pressure accuracy testing; however, no abnormalities were found. The unit was checked, cleaned and passed all functional testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's flow gradually decreases and the customer is unable to use the device in continuous positive airway pressure (CPAP) mode. The device was in use at the time of the event; however, there was no patient harm event date not specified; estimate used.